Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2008 and a total right hip arthroplasty on (B)(6) 2012. Patient's legal counsel reports patient's allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, and lack of mobility, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis. Subsequently, patient was revised on the left side on (B)(6) 2013. There has been no reported revision procedure for the right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient¿s operative (op) notes reports that patient was revised on the left hip due to joint fluid and vertical malposition of acetabular component with metallosis at the dome. The femoral head was removed and replaced. The cup was removed and replaced with a competitor component.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur." Number 6 states, ¿inadequate range of motion.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-01221 and -03245 / -03246).

Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient's allegations of pain, swelling, inflammation, damage to surrounding bone and tissue,and lack of mobility dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis. Subsequently, patient was revised on (B)(6) 2013. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.